Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, technician was able to confirmed customer reported issue. This is isolated to faulty ic u1303 not delivering correct amount of voltage.

Manufacturer narrative:
(B)(4) any additional information received from the customer will be included in a follow-up report. The customer will send the defective device for evaluation. At this time, evaluation has not started as vyaire has not received the suspect device/component. Root cause cannot be determine.

Event description:
The customer reported that the avea comp etc o2 pf ratio were off compared to the lab pf ratios they were much higher. Patient involvement is unknown at this time.